Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2017-00650 to provide device evaluation results. Olympus medical systems corp.(omsc) evaluated the referenced otv-s7h-na-12e and found the vestige of slight water immersion inside of the otv-s7h-na-12e. Also, the otv-s7h-na-12e had been repaired on march 2017. Omsc concluded that the cause of this phenomenon was attributed to the damage of the electric circuit due to the water immersion. The exact cause of the water immersion cannot be conclusively determined, however there is the possibility of this phenomenon is attributed to the user handling and/or some irregularity during the repair. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The referenced device was returned to olympus medical systems corp.(omsc) for evaluation. Omsc evaluated the device and found that the endoscopic image was displayed but the noise occurred on the image with moving the cable of the device. Also, omsc is still continuing the evaluation of the referenced device. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during the orthopedic surgery, the unspecified endoscope was connected to the otv-s7h-na-12e, however the endoscopic image was not displayed on the monitor. The facility cycled the power of the concomitantly-used video processor, but the endoscopic image was still not displayed on the monitor. The facility completed the procedure with use of the similar but other camera head. There was no report of the patient¿s injury regarding this event.